Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had experienced a loss or change of therapy; the caller reported the patient was incontinent during the night and their depends were leaking. The patient wasn't feeling the stimulation at all so it was turned up and the patient felt it. When the caller turned up the stimulation it was a bit uncomfortable for the patient so they turned it down a little. The patient noted they felt the stimulation in their scrotum now, when they had felt it in the rectum previously since implant. It was reported that the patient had gotten dehydrated and fell several times because they passed out several times. The caller thought that the patient's return of symptoms was related to the falls because the fall had happened and then the patient had a return of symptoms. The patient had fallen against a door frame, and the caller wasn't sure if the patient had hit their neurostimulator but stated it was possible. When asked if the dehydration and passing out was related to the device or therapy, the caller stated no as they thought it was more related to the patient having orthostatic hypotension and not taking enough fluids. The caller noted that since the patient wasn't taking enough fluids their urine was very concentrated. The patient was still a little foggy mentally from passing out but was doing much better now. The patient had a follow up appointment but the caller stated they would try to get the patient in sooner to see the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.